Manufacturer narrative:
All eval info has been placed on file in quality management for appropriate tracking, trending and follow up. Eval and conclusion: the returned device arrived at onset. Medical (B)(6) 2014. After being properly decontaminated, the device was evaluated under standard laboratory conditions. A 0.038" guidewire was easily inserted in the device. Examination of the unit appeared to show that the expandable jacket was open and expanded around the folded sheath and the main fold channel portion of the sheath was slightly open. However, the distal tip of the sheath maintained its original fold pattern and the distal fairing tip was not dislodged and appeared normal. Fluid was clearly visible between. The sheath and outer jacket which seem to indicate that the jacket may have been inadvertently expanded. A slight twist could be identified in the proximal area of the sheath. The balloon dilator was pressurized to its maximum rated inflation pressure and full expansion was achieved. The balloon dilator was deflated and easily removed from the sheath which maintained its expanded diameter. A syringe was attached to the jacket deflation port, which was already in the open position, and the outer jacket was then pressurized to its maximum rated inflation pressure resulting in a fully collapsed sheath. No device malfunctions defects were identified. The device performed as intended. Based upon the reported event, a specific root cause for difficult device removal may be related to premature expansion of the outer jacket during prep and or excessive manipulation of the device during insertion resulting in the inadvertent deployment of the outer jacket and potential damage to the closure device. These potential root causes are consistent with the potential failure modes of this device, which have previously been identified, addressed, and mitigated by thorough device qualification testing during the design eval. As part of the investigation, the device history record of the affected lot, w037042, was reviewed and there were no discrepancies recorded. The device was manufactured in accordance with the specified requirements. Once medical was unable to determine specific root cause for this failure mode, therefore, no immediate corrective action can be determined at this time. However, it is highly recommended for the user to reference the product's instructions for use (IFU) prior to use in order to achieve optimum device performance.

Event description:
The user facility reported dissection of the iliac during a gore aaa case. Follow-up communication confirmed that: both sides were accessed successfully with 6fr pinnacle sheaths, the right side was switched out for a 9fr sheath; perclose was put in; over an amplatz wire, the 9fr mesh was switched, but in the right iliac for our 19fr re-collapsible solopath; the doctor advanced it about 3-4 inches and it would not track; he then went to pullback and remove the solopath at that point, the sheath stopped and the doctor was twisting and pulling the sheath by the dilator; the said that the sheath was stuck and would not come out; at this point he started twisting and turning the sheath and finally got it out; an 18fr dryseal sheath was put in; we proceeded with the case, but they had to get an extra tech to hold pressure around the dryseal sheath as it was bleeding rather profusely; the graft was implemented successfully; the sheath from left side was removed successfully; tried to remove dryseal and perclose broke; the doctor proceeded to cut down to close manually as fluoro showed a major dissection of iliac; as he removed dryseal, there was a major hematoma and couldn't clamp artery; pt bled profusely losing 2-3 pints of blood; after several minutes they got the bleeding under control and had to sew a patch onto the artery to repair the damage; the procedure was completed successfully and the pt removed well.